Event description:
It was reported that the nurse was trying to start therapy, but arctic sun device was not flowing at all (0lpm fr). Tried to start therapy again. Device primed and stopped immediately. System hours were 3111, pump hours were 2970, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Tried to start therapy again. Device primed and stopped. Placed device in manual control, inlet pressure (ip) was -7psi. Circulation pump command (cpc) was 54 percentage, flow rate (fr) was 1.8lpm. Added right chest pad, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.1lpm. They were going to borrow a device from another unit and send this device to biomed for further troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy, but arctic sun device was not flowing at all (0lpm fr). Tried to start therapy again. Device primed and stopped immediately. System hours were 3111, pump hours were 2970, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Tried to start therapy again. Device primed and stopped. Placed device in manual control, inlet pressure (ip) was -7psi. Circulation pump command (cpc) was 54 percentage, flow rate (fr) was 1.8lpm. Added right chest pad, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.1lpm. They were going to borrow a device from another unit and send this device to biomed for further troubleshooting.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿belt speed controller set too low or failed,". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .